Manufacturer narrative:
(B)(4). Date sent: 11/20/2023. Investigation summary: per service manual operational and diagnostic analysis confirmed the unit failed electrical safety testing. The connector was reseated as identified in the investigation to address the issue. Additionally, the epac middle was replaced. This repair was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure the generator fails electrical safety testing and power cable connector is loose inside of the unit. No patient harm/involvement.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. B3: event year only reported: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.